Manufacturer narrative:
D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2023, the physician initially deployed the device outside the patient and everything was ok. The physician reported the cervix as patulous. The initial cavity assessment failed, then the physician applied a second tenaculum to seal the cervix then reattempted and passed. The ablation was reported as completed. Post ablation hysteroscopy confirmed adequate coverage of ablation but also a suspected perforation of the right fundus. Physician performed a laparoscopy and confirmed the perforation through the serosa, the sutured the injured site. General surgeon was called in and they walked the bowel to check and spread of thermal injury. Patient was kept overnight and dismissed. Patient presented to the emergency room 6 days post ablation but it was found to be due to kidney stones. No other information is available.